Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that female patient underwent implantation of a zct150 intraocular lens (iol) on (B)(6) 2017 and presented post cataract procedure with lens turned from 71° to 108°. Iol master daten: k1: 9,05mm 161°; k2: 8,73mm 71°; al 26,6mm; asti 1,34d 161° visus (vision) post op: 0,3 sans corrected: visus (vision) with correction: 1,2 +0,75 -2,0cyl 140°. It was indicated that surgeon planned to reposition the lens on (B)(6) 2017. During follow up it was reported that lens was turned (repositioned). Customer is happy.